Event description:
On (B)(6) 2011, the patient/lay-user's daughter contacted lifescan (lfs) alleging that her father was experiencing an "er2" issue with his one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported that the alleged issue with the subject meter began on an unspecified day "one week ago" prior to contacting lfs. She stated that her father manages his diabetes with pills, diet and/or exercise and due to the alleged issue "about a week or week and a half ago" prior to contacting lfs, he had less food and/or drink. The patient's daughter claimed "3 days later" after the alleged issue started he felt "dizzy." In response to his symptoms on (B)(6) 2011, at 3 pm, he was reportedly in the urgent care clinic, where he was treated with 10u of novolin and where his blood glucose was tested with the doctor's meter and a result of "520 mg/dl" was obtained. During the initial call with customer service, the agent noted that the patient was using the wrong testing procedure for checking his blood glucose and after educating on appropriate technique the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims her father was unable to test his blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.